Event description:
It was reported that pump inside display had shattered while outer pump remained intact, and display issue affected customer ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.